Manufacturer narrative:
Device monitored for several days. Unit received with all operating currents within specification and passed displacement test and rewind test. No unexpected low battery alarm anomalies noted. No unexpected missing segments or partial display anomalies noted. No unexpected rewind anomalies noted. Device received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with unknown blood glucose levels at the time of the incident. The customer stated the low was caused by an oversight on their end. The customer went as high as 500 mg/dl after treating for the low. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated their pump had deep scratches making the display hard to read, was having shortened battery life, pump physical damage, and a slower pump rewind. Troubleshooting was not completed as the customer declined. The customer reported bent cannulas that caused extreme highs. The insulin pump will not be returned for analysis.